Event description:
This customer reported that they were unable to deliver energy with this defibrillator.

Manufacturer narrative:
This customer reported that they were unable to deliver energy with this defibrillator. The device was returned to the philips repair bench for evaluation. The reported symptom could not be reproduced. The device passed all testing. The electronic event file was reviewed and did not show that any selected energies were charged during this event.